Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: during investigation, all keypad buttons were unresponsive. The keypad buttons and the audio bolus button were unable to be tested due to being unresponsive. The keypad was found with no damage. The keypad was removed to find no damage to the button contacts. Moisture was visible in the display. The pump case was cracked between the keypad and the case seal. A leak test was performed and failed due to a leak at the crack in the case. The pump was opened to find moisture damage throughout the pump, and on the keypad connector.